Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that hemorrhage occurred from granulation tissue around the tracheotomy site. Cautery and hemostasis were performed at another hospital and then the patient was admitted to the hospital. The event was stated to be not caused by the device. The patient was hospitalization from (B)(6) 2024. It was stated that the tracheal tube was removed during admission.